Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during tavr with a 23mm s3 ultra valve in the aortic position via transfemoral approach, upon removal, it was noted that the sheath had split and was folded over.  There had been difficulty removing the delivery system into the esheath.  The delivery system and the balloon got caught on the tip of the esheath and damage was noted upon removal. The system was removed with no patient injury.  The devices were discarded.  Per report, upon reentry into the distal end of the sheath, the delivery system was coaxially aligned, there was retained volume in the balloon of 2 ccs, the sheath was first pulled out and then the balloon was pulled out of the bare artery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  During manufacturing, the sheath shaft was 100% visually inspected for any abnormalities.  Product verification (pv) testing was completed for the work order on a sampling basis, including a sheath insertion force test. Prior to this testing, the esheath samples were visually inspected for seam separation, holes and tears. The samples were inspected after the expansion test for damage, stretching, and to ensure that no fragments separated from the sheath tip. All samples passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for sheath distal tip spilt.  A review of complaint history was performed for the edwards esheath introducer set (all models and sizes) revealed no other similar complaints for sheath distal tip spilt.  Additionally, the occurrence rate does not exceed the control limit for the applicable trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip spilt was unable to be confirmed.  A review of the lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. Per report, there was approximately 2ccs of residual fluid in the inflation balloon during withdrawal of the delivery system post deployment. Residual fluid would cause an increased balloon profile that could lead to withdrawal difficulties and could cause damage to the sheath distal tip. While a definitive root cause is unable to be determined, it is likely that procedural factors (residual fluid in inflation balloon) may have contributed to the complaint. Since no product non-conformances, labeling/IFU inadequacies were identified during this evaluation, and a review of complaint history revealed that the occurrence rate does not exceed  control limits for this trend category, neither a corrective/preventative action nor a product risk assessment (pra) are required at this time.